Event description:
It was reported to philips that the device fell and needed to be inspected. No specific issue was provided. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided.